Event description:
It was reported that the pump was explanted due to 'nearing end of pump battery life'. The reporter stated that there were no known issues. The device system was used to deliver fentanyl, bupivacaine and clonidine.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8590-1, lot# n087452, implanted: 2006-(B)(6), product type accessory. (B)(4): analysis of the pump ngp027241n revealed a high resistance pump battery.